Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The 2.5 x 23mm multi-link referenced in will be filed under a separate medwatch report number.

Event description:
On (B)(6) 2018, two rx vision stents (2.75 x 12mm and 2.5 x 28mm) were implanted. Prior to the procedure, the patient was experiencing chest pain. A day after the procedure, the patient was experiencing chest pain, sweats, shortness of breath, nausea and overall not feeling well. Patient went to hospital to check on her allergic reaction and was diagnosed with a bacterial infection in the right lymph node. The physician could not state whether there was a relationship between the stents and the bacterial infection. Patient states that they were allergic to cobalt chromium and was not informed by the physician prior to the procedure that both vision stents contained such metal which caused this allergic reaction to the patient. Patient was provided with an antibiotic. An echocardiogram was performed on (B)(6) 2018 but results were inconclusive. Additionally, patient developed swelling on her left ankle. No additional information was provided.